Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('right essure insert protruding into uterine cavity') and pelvic pain ('pelvic pain/increasingly severe pain'). In a 46-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Concurrent conditions included: peritoneal adhesions, liver damage and hepatomegaly. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), rash ("frequent rashes"), alopecia ("hair loss"), vision blurred ("blurry vision"). And headache ("frequent headaches"). The patient was treated with surgery (on (B)(6) 2016, fallopian tubes and essure coils removed/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, discomfort, menorrhagia, abdominal pain, dyspareunia, back pain, rash, alopecia, vision blurred and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, discomfort, dyspareunia, headache, menorrhagia, pelvic pain, rash and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted, in essure insertion date as per social media: 2003. As per mr, discrepancy noted, in date of insertion: (B)(6) 2004. Procedure in detail: the uterine cavity was examined and bilateral ostia were clearly visualized. The essure was first placed into the left ostia dn then into the right under direct visualization. On the left: 7 essure coils were placed. And the right: had 12 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, device expulsion. Quality safety evaluation of ptc: sample not available, since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore, no med dra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events. And not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received: reporter information, patient's medical history, event "right essure insert protruding into uterine cavity", auto narrative supplement and rcc were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure insert protruding into uterine cavity') and pelvic pain ('pelvic pain/ increasingly severe pain') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included peritoneal adhesions, liver damage and hepatomegaly. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), dyspareunia ("pain during intercourse"), back pain ("back pain"), rash ("frequent rashes"), headache ("frequent headaches"), alopecia ("hair loss") and vision blurred ("blurry vision"). The patient was treated with surgery (on (B)(6) 2016, fallopian tubes and essure coils removed/ bilateral salpingectomy). Essure (ess205) was removed on 16-aug-2016. At the time of the report, the device expulsion, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, back pain, rash, headache, alopecia and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dyspareunia, headache, menorrhagia, pelvic discomfort, pelvic pain, rash and vision blurred to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as per social media: 2003. As per medical records, discrepancy noted in date of insertion: (B)(6) 2004. Procedure in detail: the uterine cavity was examined and bilateral ostia were clearly visualized. The essure was first placed into the left ostia dn then into the right under direct visualization. On the left, 7 essure coils were placed and the right had 12 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in 2004. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic abdominal pain, pelvic pain, pain during intercourse, back pain, frequent rashes, hair loss, blurry vision, and frequent headaches. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2016, plaintiff underwent surgery to remove her fallopian tubes and essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. In 2004 the patient started essure (ess205) (fallopian tube occlusion insert) at unk. It was unknown whether essure (ess205) was used previously. In an unspecified date the patient experienced pelvic pain/ increasingly severe pain, increasingly severe discomfort, heavy menstrual bleeding, chronic abdominal pain, pain during intercourse, back pain, frequent rashes, hair loss, blurry vision, and frequent headaches. Essure (ess205) was discontinued on (B)(6) 2016. The outcome of the events pelvic pain/ increasingly severe pain, increasingly severe discomfort, heavy menstrual bleeding, chronic abdominal pain, pain during intercourse, back pain, frequent rashes, hair loss, blurry vision, and frequent headaches was unknown. Reporter causality: the relationship between pelvic pain/ increasingly severe pain, increasingly severe discomfort, heavy menstrual bleeding, chronic abdominal pain, pain during intercourse, back pain, frequent rashes, hair loss, blurry vision, and frequent headaches and essure (ess205) is related. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain/ increasingly severe pain, followed by a surgery to remove her fallopian tubes and essure coils, 12 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, post-procedure period has been marked by increasingly severe pelvic pain. Considering compatible temporal relationship and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. (B)(4). Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain/ increasingly severe pain, followed by a surgery to remove her fallopian tubes and essure coils, 12 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, post-procedure period has been marked by increasingly severe pelvic pain. Considering compatible temporal relationship and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.